Event description:
It was reported that the catheter was kinking and the surgeon had been unable to implant it. The issue occurred with two catheters, but a third catheter was successfully implanted. Refer to manufacturer report # 3004209178-2013-15194 for details pertaining to the other catheter that couldn¿t be implanted.

Manufacturer narrative:
Product ID 8731sc, lot# 0206619361; product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found that damage had occurred to the catheter body and/or guidewire during the implant procedure.